Event description:
Not a lot of information was provided. Not sure how of any factors that contributed to the catheter bending, but a copy of an x-ray showing the bent chest port kink will be attached to this report. A 6 fr sl power port placed left sc. Three months later no blood return after taped twice and fluro showed catheter kink replaced left sc port 4 months after placement.